Event description:
During a clinic follow-up, noise due to alleged, but unconfirmed, lead damage was seen on the right ventricular (rv) lead. Proactive testing was performed, but the noise could not be reproduced. No further intervention was performed to resolve the event. The patient was stable and will continue to be monitored.